Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "early clinical outcomes of transcatheter aortic valve implantation using the navitor system". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "early clinical outcomes of transcatheter aortic valve implantation using the navitor system", was reviewed. The article presented a prospective, single center study to evaluate the 30-day feasibility and safety of transcatheter aortic valve implantation (tavi) using the navitor system, with a focus on procedural methods and postoperative CT assessments. Devices included in the study were solely navitor. The article concluded the navitor system for tavi demonstrated favorable 30-day outcomes, with high technical success and safety rates. However, a notable incidence of halt was observed, highlighting the need for careful follow-up. Future studies with extended follow-up periods are necessary to further evaluate the long-term clinical effectiveness of the navitor system. [The primary and corresponding author was gaku nakazawa, division of cardiology, department of medicine, kindai university faculty of medicine, 377-2 ohno-higashi, osakasayama, osaka 589-8511, japan, with corresponding email: gnakazawa@med.kindai.ac.jp] the time frame of the study was from december 2022 to december 2023. A total of 32 patients were included in the study, of which all received an abbott device. The average age was 84.5 years, the average weight was 48.3kg, and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, smoking history, atrial fibrillation, prior permanent pacemaker, myocardial infarction, coronary stenting, coronary artery bypass graft, peripheral vascular disease, stroke, and chronic obstructive pulmonary disease.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, smoking history, atrial fibrillation, prior permanent pacemaker, myocardial infarction, coronary stenting, coronary artery bypass graft, peripheral vascular disease, stroke, and chronic obstructive pulmonary disease.. Complications reported included death, surgical intervention (permanent pacemaker), unexpected medical intervention (post-dilatation), dissection, atrioventricular block, non-uniform expansion, hypo-attenuated leaflet thickening; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title: early clinical outcomes of transcatheter aortic valve implantation using the navitor system.